Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture confirmed during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: device exchange (rupture found during explant).

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported rupture confirmed during explant surgery. The device has been explanted and replaced.